Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. According o the physician's office, there were no procedural complications noted. During a post-operative visit on (B)(6) 2010, the patient reported that she was doing well with no complaints; this was the last time the patient was seen after the operation. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.